Event description:
Under sensing on the atrial c anne uring stored egms o serve on 9 feb 2022 ea ing to early termination or at/af episodes 604856440. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).